Event description:
It was reported that the pump gives a volume of 21.3 ml in a graduated cylinder when they put a residual volume of 20 ml on the pump. They suspected that the problem comes from the mechanism. The issue was detected during preventative maintenance and did not affect any patients. There was no patient involvement, and no adverse event reported. Per reporter, the machine worked fine after they changed the tubing. They will not need to do a repair on this machine.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.